Event description:
During a laparoscopic cholecystectomy procedure m.d. Used a laparoscopic aspiration needle. While using this instrument, the needle tip broke off in the patient's abdomen. The needle tip was retrieved by m.d. Without harm to patient. An instrument repair tag was attached to instrument.